Event description:
On (B)(6) 2010 - this (B)(6) year old male underwent a total right hip arthroplasty under dr (B)(6). A stryker rejuvenate modular neck and stem device was implanted. Pt became symptomatic with his hip and went to see (B)(6). He had hip aspiration and biopsy done on (B)(6) 2014. Pt underwent revision of right hip and had stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done.